Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was unable to extend the helix. The lead was removed and replaced. The patient was recovering after the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. A complete lead was returned in one piece. Visual and x-ray inspection of the lead did not find any anomalies except for procedural damage.